Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced swelling following implant surgery. However, the issue has since diminished. The patient also stated she feels that her ipg was not implanted deep enough and the device feels larger than what she expected. As such, the patient will consult with a physician regarding surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.